Event description:
It was reported that the ilet pump was dropped from a bed, struck the floor, and the screen bezel delaminated, rendering the screen unusable and the device difficult to use; a replacement was arranged and the patient was advised to revert to backup therapy. Symptoms included hyperglycemia with a reported glucose of 330 mg/dl and a high glucose alert, without other reported symptoms. Outcomes included temporary interruption of intended insulin delivery and the need for device replacement. Investigation included internal case review and assessment of user report of physical damage. Investigation of this case revealed physical damage to the screen assembly consistent with impact-related bezel separation and loss of display function. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage from dropping the device.